Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
The customer complained that the diameter of the needle is much larger than before. The customer is not clear on how to discover and provide other information.